Manufacturer narrative:
The root cause cannot be determined as not all needed information are available.

Event description:
The patient underwent lasik procedure on (B)(6) 2021. According to the distributor/patient, in the od (right eye) a small area of the tissue was not cut. The surgeon used a crescent knife to free said uncut area and then proceeded to the treatment with the excimer laser. According to the distributor, the patient then underwent a further surgical procedure about one year after the initial surgery (november 2021), a topography-guided ptk, performed by a different surgeon. It is unknown how did the second surgery in another clinic go and what was done. As per distributor the patient suffers from permanent foreign body sensation, and also has a white spot on the eye that affects the vision. The distributor informed us about this incident for the first time on 02/02/2024.